Event description:
A healthcare professional reported rupture. An ultrasound report showed "wavy profiles with inhomogeneous content" and "thin periprosthetic fluid accumulation". This record relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported rupture. An ultrasound report showed "wavy profiles with inhomogeneous content" and "thin periprosthetic fluid accumulation". This record relates to the right side. The device has been explanted and replaced with a non-allergan device.